Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asens0077 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported that the patient had a new huber needle placed in and the tubing came detached from the huber needle and blood was coming out. It was reattached but the patient's mom had to reinforce every hour by tightening it a quarter of a turn. Patient's mom also noticed microbubbles in the tubing. A needle from a new lot was used with no issues. No other information was provided.

Event description:
It was reported that the patient had a new huber needle placed in and the tubing came detached from the huber needle and blood was coming out. It was reattached but the patient's mom had to reinforce every hour by tightening it a quarter of a turn. Patient's mom also noticed microbubbles in the tubing. A needle from a new lot was used with no issues. No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a disconnection between extension set and luer hub is inconclusive due to poor sample condition. Five photos of a 20 ga x 0.75 in safestep infusion set was provided for evaluation. The photos show the product label of the implicated device and attachments on the device. A valved injection cap is attached to the infusion set luer hub. An additional extension set is attached to the valved injection cap. A photo shows a comparison of the hubs from two different lots. The hub of the infusion set from the non-implicated lot appears to have lighter, clear tint. A close up photo of the extension tubing and luer hub revealed what appeared to be bubbles within the extension tubing; however, it can not be clearly discerned if the bubbles are present within the material or fluid within the tubing. The complaint of a loose connection could not be confirmed from the image provided; however, possible contributing factors include over-tightening of connections leading to material deformation and environmental factors. H3 other text : evaluation findings are in section h.11.